Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was related to cine playback. The cine bridge, and hard drive were removed and replaced with upgrade software uploaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent reports of looking up during procedure.